Manufacturer narrative:
(B)(4) initial report. Device details, patient medical history, event information, explant and reason for revision have been requested in order to progress with the investigation. Device manufacturing records will be reviewed when appropriate device information has been provided.

Event description:
Revision of stryker rejuvenate hip stem with possible involvement (unconfirmed) of cormet cup and head.